Event description:
During a remote follow-up, myopotential oversensing was detected on the right ventricular (rv) lead and device. No intervention has been performed. The patient was stable and will continue to be monitored.